Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification of the lens. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional info was requested but has not been received to date.

Manufacturer narrative:
The lens was requested but not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.